Manufacturer narrative:
(B)(4). Title: transcatheter pulmonary valve implantation in patients with right ventricular outflow tract dysfunction: early and mid-term results citation: journal of invasive cardiology 2015;27(6):e82-e89 authors: lzbieta katarzyna biernacka, md, phd ; witold ruzyllo, phd; marcin demkow, phd; miroslaw kowalski, md, phd ; mateusz spiewak, md, phd2,3; walerian piotrowski, phd; mariusz kusmierczyk, md, phd; slawomir banas, md, phd; jacek rózanski, md, phd piotr hoffman, phd month and year of publish used for event.. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a study was performed to evaluate early and mid-term results after the implant of a transcatheter bioprosthetic pulmonary valve. The study was conducted between (B)(6) 2008 and (B)(6) 2012. The study population included 40 patients (predominantly male; mean age (B)(6) years), 26 of which were implanted with medtronic melody transcatheter bioprosthetic pulmonary valve (serials not reported). The melody valve was selected for patients with a right ventricular outflow tract (rvot) smaller than 21 mm, a non-medtronic device was implanted in all other patients. Across all patients, the following adverse events occurred; 5 incidents of trace regurgitation and 2 incidents of mild regurgitation. It was reported that one permanent pacemaker was implanted due to bradycardia, but was unrelated to the device or the procedure. Across all patients who received a melody device, the following adverse events occurred; one incident of high gradients due to stent compression, one day post implant and treated with a surgical intervention. Nineteen incidents of transient fever, without sign of infection, and was reported to be most likely due to an immunological response. Late complications included; 1 incident of high gradients was treated with are-dilation of the device (2 months after implant) followed by surgery. It was reported that the device may have been too small for this patient as they were obese and tall. Four incidents of endocarditis and were initially treated with antibiotics. The earliest case of endocarditis was 3 months after implant. After antibiotic treatment the following adverse events occurred, 1 valve re-expansion, 1 surgical intervention and 1 death (2 years after implant) due to septic shock. There was no allegation that the endocarditis, and subsequent death, 2 years after implant was due to the device. Other adverse events during pre-stenting included; 1 rupture of a calcified aortic homograft and 1 stent dislodgement. Both occurred during pre-stenting and were repaired surgically. Neither of these adverse events involved the melody device. Contegra it was reported one transcatheter bioprosthetic pulmonary valve was implanted, valve-in-valve, into a contegra valve. The exact reason for the valve-in-valve was not provided, however it was stated that indications for the procedure arose from the surgical indications for the rvot revision and the recommendations from the manufacturers&#55319;hich are regurgitation and stenosis of the rvot conduit. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.